Event description:
It was reported that prior to an unknown procedure, the customer called to have this hp054 handpiece checked. The tests performed showed that the acoustic support was loose. The handpiece failed item 3) of step ii in the troubleshooting procedure sb04-017.

Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and no anomalies were noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The nose cone was noted to be cracked.